Event description:
This supplemental report is being filed to provide additional information that, after further attempts, the product was successfully updated/interrogated. The product remains in the field as a demonstration. Device. There were no adverse patient effects. The device is not implanted. It was reported that there was difficulty communicating with a demonstration device (not implanted). After successfully connecting to this demo device, it was difficult to update the firmware. The progress bar on the programmer would get all the way across and then the programmer would say the update failed. Technical services advised to try some trouble-shooting options. There were no adverse patient effects. The device was never implanted.

Event description:
It was reported that there was difficulty communicating with a demonstration device (not implanted). After successfully connecting to this demo device, it was difficult to update the firmware. The progress bar on the programmer would get all the way across and then the programmer would say the update failed. Technical services advised to try some trouble-shooting options. There were no adverse patient effects. The device was never implanted.